Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the compressor is noisy. Associated malfunctions for this device: manifold stuck, inlet filter dirty.